Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an impella in aorta alarm after the patient moved. The impella was repositioned but the alarm did not resolve. An echocardiogram with doppler was performed to confirm correct placement. The patient was in stable condition.

Manufacturer narrative:
Upon review of the file and available information, an update to coding was made. Remove: device sensing problem (a0709) manufacturer's reference number: (B)(4).